Event description:
It was reported that suspected externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Patient to be monitored.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion were found at 15.3-17.3cm from the distal end. The silicone insulation was abraded and the rv conductor was visible. External insulation abrasion was also found between 8.5 and 10.2cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Event description:
New information received stated that the lead was explanted.